Event description:
A medtronic rep reported that while in a surgery using synergy cranial 2.2, the system froze up when turning off magnification. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on the pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.